Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening and red particles. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool and delamination in the diaphragm valve. Based on the device analysis the final assessment is: a striated edge opening on radius side due to surgical damage; delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Healthcare professional reported a right side deflation. The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. The device was explanted.